Event description:
It was reported to philips that the system's suite computer was unable to boot, preventing a full system boot. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the philips remote service engineer (rse) checked the system remotely and confirmed that the suite pc was not able to power on and the system showed blue screen. The philips field service engineer (fse) inspected the system onsite and confirmed that the device was hard down and the suite pc cannot run the bios. During further inspection, the fse determined that the issue originated from the suite pc, where the mainboard had failed. The defective suite pc mdp unit was returned for analysis, which confirmed that the motherboard was the failed component. To resolve the issue, the fse replaced the defective suite pc, installed system software and restored the backups. After the replacement, the system returned to normal operation and was placed back into service in good working condition. The codes have been updated based on the investigation outcome.